Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt "something is off" and felt "something is wrong" with the leadless implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.